Event description:
The manufacturer received information alleging the device would not initially power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. There were no parts replaced on the device. Additional findings not related to the malfunction/issue with the inlet cavity, real time clock (rtc) offset, and dc cable was pushed in. The rear case enclosure and dc cable parts were replaced, and the rtc was reset on the device. The device was scrapped.